Event description:
The manufacturer received information alleging "that ac power disconnect alarm frequently occurred despite connection to ac power" occurred while in patient use. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging "that ac power disconnect alarm frequently occurred despite connection to ac power" occurred while in patient use. There was no patient harm or injury reported with this notification. The device was returned to the manufacturer for evaluation. The reported issue was not duplicated during an operational check. There were no abnormalities observed. The device passed all testing. Additionally, a periodic maintenance 2 was performed. Thetrilogyo2 pm1 kit, detachable battery pack, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 43-microns filter, motor blower assembly and stirring fan foam were replaced as regulated by maintenance procedure to prevent failure.